Manufacturer narrative:
Unit received with all buttons responding properly. Unit passed self-test, rewind, basic occlusion test and displacement test. No a33 alarm noted. However, unable to prime unit during prime and compromised forced sensor system test due to faulty fsr (gold).

Event description:
Customer reported via phone call that the device has stopped working. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 127 mg/dl. No further details or information available. The device will be returned for analysis.